Event description:
Reporter alleged the needle from the softclix plus lancing device used in finger-stick blood glucose testing was protruding outside the end of the dial cap. The location of the alleged incident was not provided. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.